Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation on his back. The patient described the irritation as small red and itchy rash under the electrodes. The patient reported having sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient used a cream for the irritation. During the follow up appointment the doctor told him to use the cream furthermore and he can give back the lv. The patient used the cream furthermore and the rash improved. Supplemental report 10/18/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation on his back. The patient described the irritation as small red and itchy rash under the electrodes. The patient reported having sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient used a cream for the irritation. During the follow up appointment the doctor told him to use the cream furthermore and he can give back the lv. The patient used the cream furthermore and the rash improved.